Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2007, patient had the depuy asr hip implanted into her left side. Since having the asr implanted, patient has suffered extreme pain in her hip, causing difficulty ambulating and sleeping. She will be required to undergo revision surgery. Update: (B)(6) 2011 - patient was revised. Reason for revision was not provided. Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records were also received, which noted metallosis. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.